Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that their therapy was turned off and they never turned off their therapy. The issue began 2 or 3 days ago. Patient mentioned they didn't let the implant deplete. Patient then gave conflicting information and mentioned they did let the implant drain to 10% or less. Patient mentioned they didn't turn the stimulation up that high but that was just 2 days ago. Agent reviewed information and redirected the patient to their healthcare provider (hcp) to address the issue.